Event description:
Event description cpi received information that this aicd was replaced because the battery had reached ert status. Also, the existing patch and screw-in lead system was abandoned due to the lead fracture of the 0041 lead.